Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the upstream occlusion sensor, which was determined to be faulty, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The uso sensor was replaced and the device passed all testing.

Event description:
It was reported that the device was not alarming when the set was pinched. This event occurred during testing. Additionally, the investigation identified an upstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.